Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly during the night. Customer confirmed pump display turned on when plugged into a power source. The customer¿s blood glucose level was 509 mg/dl, with high ketones. Additionally, the customer reported they fell off of the bed. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.